Manufacturer narrative:
On 27 january 2016 it was prepared a final report with the information already submitted in the initial report. On 03 february 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 23 november it was confirmed that the pieces will not be available. On (B)(6) 15 the patient match department revised the surgical plan without finding any anomaly. Batch review performed on 27 november 2015: lot 146799: (B)(4) items manufactured and released on 29 october 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Gmk tibial tray fixed cemented # 5 l code 02.07.1205l lot. 144894 (k090988): (B)(4) items manufactured and released on 17 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported issue. Gmk sphere tibial insert fixed flex #5/14 mm l code 02.12.0514fl lot. 141797 (k121416): (B)(4) items manufactured and released on 06 june 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue.

Event description:
Revision planned due to knee instability.